Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited undersensing via merlin.net transmission. Few days later, date unknown, the patient was brought into the clinic for follow up. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.